Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that their battery flips caused problems. The battery flips over and moved which caused a lot of pain. The health care professional (hcp) indicated that the patient had a sensation of flipping at the battery site. Pressure with sitting and direct pressure on the battery, there was no troubleshooting performed related to the implantable neurostimulator (ins) flipping. It was noted that there was a discussion as to actions or interventions to resolve the flipping but then shortly thereafter the patient moved. Other relevant medical history includes spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.